Event description:
It was reported that the pt had their neurostimulator and lead explanted and replaced. It was unk as the reason for the device not functioning although it was noted the battery was not normal depletion. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.